Event description:
It was reported that during a follow up in clinic, low pacing impedance and episodes of noise reversion were noted on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.